Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4). Could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2020. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no additional information was provided. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists, death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight, requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. Additional information was requested but not provided.